Manufacturer narrative:
Product complaint # (B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that ethicon products (blake drain) involved caused and/or contributed to the post-, operative complications (intraabdominal abscess, superficial/deep surgical site infection, small bowel obstruction, small bowel evisceration) described in the article? Does the surgeon believe there was any deficiency with the ethicon products (blake drain) used in this procedure? If yes, please provide patient demographics for the patients that experienced the post-operative complications (intraabdominal abscess, superficial/deep surgical site infection, small bowel obstruction, small bowel evisceration). Were these cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Citation: journal of pediatric surgery; doi: https://doi.org/10.1016/j.jpedsurg.2020.06.031.

Event description:
It was reported via a journal article and a drain was used. Title: prophylactic intraabdominal drains do not confer benefit in pediatric perforated appendicitis: results from a quality improvement initiative. Author(s): dalya m. Ferguson, k. Tinsley anderson, seyed a. Arshad, elisa I. Garcia, nutan b. Hebballi, linda t. Li, akemi l. Kawaguchi, kevin p. Lally, kuojen tsao citation: journal of pediatric surgery; doi: https://doi.org/10.1016/j.jpedsurg.2020.06.031 this prospective study aimed to evaluate the efficacy of routine, intraoperative drain placement for prevention of postoperative intraabdominal abscess (iaa). Between 01jan2013 and 31mar2016, 379 children (mean patient age was 9.5 ± 3.9 years and the median weight was 35.8 kg [iqr 24.0¿52.0]) underwent laparoscopic appendectomy for acute, perforated appendicitis. Of those, 71.2% were admitted during the qi initiative (n = 270; n=161 were male; mean sd age of 9.4 [3.9]) and 28.8% were admitted during the control periods (n = 109; n=68 were male; mean sd age of 9.8 [3.8]). In the procedure during the qi initiative, a closed-suction, intraabdominal drains were placed intraoperatively in pediatric patients with perforated appendicitis. Drain placement was standardized, with two blake drains inserted through the suprapubic port site: one into the pelvis and one into the right paracolic gutter. Complications in the qi group included iaa (n=54) of which 24 patients were treated with drain placement/aspiration; superficial/deep surgical site infection (n=1); small bowel obstruction (n=8); and reoperation secondary to small bowel evisceration through the drain site immediately after drain removal (n=1). A qi initiative investigating prophylactic intraabdominal drain placement did not demonstrate any improvement in the rate of iaa in pediatric perforated appendicitis.